Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from (B)(6). This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed peritonitis. It was unreported if the patient was hospitalized for the event. The cause of the peritonitis was unreported. It was unreported if treatment was provided. It was unreported if dianeal therapy was ongoing. At the time of this report, it was unreported if the patient had recovered from the event. A causality statement was not provided. The nurse declined to provide any additional information.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. A batch review was performed for potentially associated lots (10i16h25 and 10h23h25) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.